Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with the curity gauze. The customer stated that the gauze is fraying in the wound.